Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered the maximum number of shocks which exhausted therapy. Upon examination of the episode, it was determined the shocks were considered inappropriate as the episode was a supraventricular tachycardia. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.